Event description:
It was reported that the patient presented for a follow-up. Upon review, it was discovered that the patient had symptoms of chest heaviness during capture cap confirm. This correlated with when high-output backup pulses were being delivered. Further information was requested however, was not provided.